Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had an emergency room visit on (B)(6) 2016 with blood glucose of 33 mg/dl. Customer had symptom of vomiting and feeling cold. Customer's emergency room visit was due to low blood glucose. Customer was not admitted into the hospital and was in the emergency room for nine hours. While at the hospital it was found that customer's meter and hospital's meter was 40 points different; hospital's was higher. Parent was not sure if customer's meter was functioning correctly. It was reported that prior to hospital visits, customer had low blood glucose of 70 mg/dl, and insulin pump was suspended and forgotten about. In about forty minutes, customer's blood glucose dropped to 39 mg/dl. Customer was wearing insulin pump at the time of emergency room visit. Caller was driving at the time of call and stated that they would monitor insulin pump.